Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the stopper detached from the bd emerald¿ syringe with luer-slip tip and pre-attached needle during use.

Event description:
It was reported that the stopper detached from the bd emerald¿ syringe with luer-slip tip and pre-attached needle during use.

Manufacturer narrative:
Investigation: bd has reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Bd has been provided with the affected sample, which showed the stopper disassembled from the plunger, confirming the reported issue. After analyzing the affected samples provided to the manufacturing site for evaluation, bd could see the reported issue. The reason that the stoppers are located in this way is a problem in the assembly stage. The characteristics of the assembly machine (sortimat 4260) where this lot was manufactured is different. Unlike the rest of the assembly machines where the stopper is first assembled to the plunger, this machine assembles the three pieces at the same time and is more susceptible to perform an incorrect assembly of the stopper if this comes to the assembly station misaligned.